Event description:
It was reported, the patient is deceased and died approximately three years eight months post implant of the implantable cardioverter defibrillator (ICD). The patient is reported to have been found deceased by the spouse at home. The cause of death is noted as ventricular fibrillation. Additional information received noted that preliminary device data noted appropriate therapy was received on the day of death. The patient was seen by the physician approximately two weeks prior to death and the patient¿s condition was poor and fluid index levels had been high for the previous three months.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2009 (B)(6); 2187-75 implantable pacing lead implanted: unknown; competitor implantable tachy lead implanted: unknown. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. It was noted visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.